Event description:
Sales rep reports after shunt-o-gram the valve stopped functioning resulting in the explant of the valve and bactiseal. It should be noted that although the bactiseal was explanted there is no complaint of problem.